Event description:
Spontaneous call from patient reporting cadd ms3 sn (B)(4) malfunctioning. No alarm but message on the screen had the words "call" and "failure". Patient using backup pump. No adverse effect reported. Did the reported fault occur while in use with a patient? No. Did the product issue cause or contribute to patient clinical injury? No. Is the actual device available to be returned for investigating? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.